Event description:
The customer reported that prior to use on a pt, the scrub nurse was cleaning the device and the jaws came loose. The jaws were still attached to the device through the jaw cable. There was no pt involvement. The device was returned for eval and the jaw pin was no longer inserted, but was returned along with the device. It was evident that the device had been used.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.